Event description:
It was reported to philips that the system was unable to perform exposure. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and arranged at another time. It was reported to philips that system was unable to expose. Upon troubleshooting, the philips field service engineer (fse) checked the system log onsite and found miu: phase fault and enabling of miu ips rail voltage failed confirming defective mains interface unit (miu) certeray. To resolve the issue, fse replaced miu (mains interface unit). After replacement the device returned to good working order. The codes were updated based on the investigation outcome.